Event description:
Customer reported experiencing high blood glucose readings of 450 mg/dl in the past. Customer stated that the night before, the quick release detached from the infusion set and they had blood glucose readings of 387 mg/dl. Customer has treated with a manual injection and stated that there was a diagonal crack to the corner of the screen. It was noted that the up and down arrow buttons on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.